Event description:
Performing a right ureteroscopy and holmium laser lithotripsy on a stone in the right kidney. Working with flexible ureteroscope and laser fiber. There were black spots noted in the bottom left hand corner of the picture on the video monitor. A piece of the laser fiber broke off and it was approximately 2.5 cm. It was retrieved from the right kidney with a basket. The flexible scope was then removed and noticed to have a hole near the tip and not to be functioning properly as far as bending and flexing the scope. The scope had been checked visually and for correct function prior to use in the patient. A new flexible scope was opened and a new laser fiber was opened to continue with the lithotripsy. The right ureter and kidney were vizualised with the new scope and no damage to the ureter or kidney was found. The issue we need for the manufacturers to look at is tha there was a piece of laser fiber that broke, and there was damage to the ureteroscope. The scope possibly damaged the fiber, which led to the problem.